Event description:
It was reported that the customer's blood glucose level ranged from around 60 mg/dl to 200 mg/dl. His insulin pump shut off when his blood glucose level was around 60 mg/dl. The customer was hospitalized because he lost consciousness. He was not sure if his hospitalization was due to high or low blood glucose levels. The customer was on his way to see his health care provider when he lost consciousness. His healthcare provider's office is located at a hospital and the doctor took him to the emergency room. He was wearing his insulin pump at the time of the adverse event. He had foot surgery and had osteomyelitis. As a result he was on antibiotics for multiple days. He refused to troubleshoot at the time of call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.